Manufacturer narrative:
B3 - date of event - unknown d4 - primary UDI number - unknown g4 - PMA/510(k) - unknown one device was received for evaluation. Customer complaint of ¿it was stated that the alarm sounded despite no occlusion being present. However, the reported issue was not confirmed because the test results (the measured values) lied within the product specifications. As a preventive measure, the downstream occlusion sensor was re-calibrated. The device passed all functional tests with no problem after the repair was completed. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found "high pressure" alarm was recorded in the event log multiple times. All functional test of the device passed after repaired.

Event description:
It was stated that the alarm sounded despite no occlusion being present. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.